Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen display appeared to fade out. Reportedly, the words were no longer brightly illuminated like the normal-display. The customer's blood glucose (bg) level was 118 mg/dl. It was confirmed that the customer will continue using the pump for insulin therapy, and if needed, has manual injections available as alternate insulin therapy.